Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that a max-n-I pulse oximetry unit had low readings. According to the report there was no patient involvement during this event.